Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2023. On the same day the sensor was inserted, the patient was feeling dizzy while her dexcom cgm was reading 5.4 mmol/l. The patient performed a comparative fingerstick measurement which read 2.2 mmol/l and self-treated with 45 ml of liquid glucose and 700 ml of juice. After ten minutes, the patient's blood glucose meter value rose to 4.1 mmol/l and her cgm was still reading discrepantly at 8.0 mmol/l. The following day on (B)(6) 2023, the patient experienced another discrepancy. She stated that she experienced a hypoglycemic event in the middle of the night, during which she became unresponsive. The patient's blood glucose meter value during this time had reportedly dropped to 2.6 mmol/l, while her cgm read 8.6 mmol/l in comparison. The patient's husband was present and treated the patient with a glucagon injection (2 ml). At the time of the report, the patient was feeling okay. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the c and d zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.